Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's parent inadvertently knelt on the pump cracking the touchscreen. Pump was not functional. Customer's blood glucose was 306 mg/dl. Customer reverted to using an alternate method of insulin therapy.